Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic. Right ventricular lead noise was observed on the electrograms. It was noted that the patient was not dependent, and as they had no symptoms the physician made the decision to wait until normal device elective replacement indicator was reached. The lead was capped and replaced on (B)(6) 2016. The patient's condition was fine post procedure.